Event description:
The home patient started apd therapy and received a "verify idrain" message, at which time the initial drain alarm setpoint was programmed for 10mls. The therapy was continued and the hp received an incomplete initial drain, removing only 73mls of the manual day exchange of 1200mls. Afterwards, the homechoice system advanced on its own without alarm or patient bypassing into fill 1. The hp noted he had not drained as expected and attempted to perform a manual drain, however, he erroneously pressed "go" instead of "enter" and allowed the fill to resume. The system delivered 1100mls of the programmed fill volume of 1800mls when the hp contacted a baxter technical support rep (tsr) for assistance. The tsr verbally assisted the caller with the manual drain. The manual drain continued to completion on its own and 2200mls was removed from the hp. Afterwards, the fill was resumed and the apd therapy continued to its completion with no further difficulties. There was no patient injury or medical intervention as a result of this incident. The cause of the reported difficulty was due to the initial drain alarm setpoint being programmed too low, resulting in an incomplete initial drain followed by a partial fill. To resolve this issue, the hp's dialysis nurse (rn) has increased the initial drain alarm setpoint to 500mls. According to the rn, the hp is non-compliant and will often only fill with 500 - 700mls of the prescribed 1200mls day exchange. The rn is working with the hp to ensure he performs the full 1200mls day fill consistently. The rn intends to increase the initial drain alarm setpoint higher than 500mls once hp compliance is achieved.

Manufacturer narrative:
The home patient was asked to swap the device, and did not want to swap.